Event description:
It was reported that a patient presented to the clinic with their right ventricular pacing impedance high and out of range for consecutive weeks. Loss of capture was also noted. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.